Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: humalog and novolog have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled, novolog was tested for up to 72 hours.

Event description:
It was reported occlusion alarms occurred. Reportedly, customer used fiasp insulin. Customer¿s blood glucose (bg) level was 544-545 mg/dl. Customer did not take any action to address bg level. Customer performed a pump supply change to resolve the issue.